Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the mobile view station (mvs) umbilical cable adapter was misaligned. Realignment of the cable adapter resolved the issue without the need to return or replace any parts. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's umbilical cable was not connecting to the image acquisition system (ias). There was no patient present when this issue was identified.